Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units helium is at zero. There was no patient harm.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units helium is at zero and is leaking from the cart. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units helium is at zero and is leaking from the cart. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) visited the site and found the helium cylinder is leaking and found that the leak is from the cart. Fse fixed the reported fault by re-tightening all the joints in the helium line which fixed the issue. Tested and found working within specifications.